Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was displayed. In addition, the following non-reportable malfunctions were found during the device evaluation: poor watertightness from pinhole in cable. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is was confirmed the image issue was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image from the camera head was dark. The issue was found during preparation for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.